Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing of tan reload in laparoscopic sleeve gastrectomy, the powered stapler was able to fire, however, the staple line was incomplete and was oozing. A cautery was used to resolve the issue. There was no patient injury.